Event description:
Cardiac custom pack packaged by baxter contained a deknatel aortic punch size 4.8mm. Normally the punch size is 4.0mm. The punch was used to make a proximal anastomosis access in the aorta. Due to the size of the punch the hole was larger than usual or desired requiring vein graft modification and extending the procedure time.